Manufacturer narrative:
The user reported that when trying to scan the sensor, the app was slow. An investigation was performed for the reported complaint and it was determined that there were no issues with the librelink application that could have led to the complaint. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the freestyle librelink application. Customer was unable to access their freestyle librelink account due to the screen freezing. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia and loss of consciousness. No information regarding treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the freestyle librelink application. Customer was unable to access their freestyle librelink account due to the screen freezing. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia and loss of consciousness. No information regarding treatment was provided. There was no report of death or permanent injury associated with this event.